Event description:
New information received notes that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Correction: the correct event date should have been (B)(6) 2019, rather than (B)(6) 2025. The correct medical device problem code should have been ¿over-sensing¿ and ¿pacing problem¿, rather than ¿insufficient information¿.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change and right atrial (ra) lead revision procedure for an unspecified issue. The ra lead revision was performed on (B)(6) 2025. The patient was stable.